Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Since the lot number is unknown, the full UDI number cannot be provided. Other company¿s devices that were used during this study: ensite, st. Jude medical; chilli, boston scientific. (B)(4). The device was not returned to bwi.

Event description:
This complaint is from a literature source. It was reported that a (B)(6) year old female patient suffered mediastinal bleeding requiring blood transfusion, ventricular tachycardia (vt) requiring cardioversion and death after an epicardial and endocardial ablation procedure. The author stated that adverse events are not related to bwi catheters. The patient experienced bleeding from the mediastinal incision that resulted in the incision not being closed for 2 days and the patient being monitored in the ICU. The patient also had a recurrence of the vt on post op day two which required a cardioversion. The patient was reported to have died 22 days after the procedure. Ablation with the chillitm catheter was performed at 30-50 w with target temperatures not to exceed 42 degrees c in this patient, endocardial mapping was also performed via a transseptal approach with a thermocooltm (3.5-mm tip, biosense webster, (B)(6) USA) ablation catheter at 35-40 w with temperatures not exceeding 42 degrees c. Title: "safety and feasibility of open chest epicardial mapping and ablation of ventricular tachycardia during the period of left ventricular assist device implantation." The purpose of this study is to describe epicardial vt mapping and ablation during the period of lvad implantation in a patient population with recurrent vt and suspected epicardial vt. Three additional deaths were reported were reported in this article: these death events reported did not use any bwi device within the procedure. A 3.5-mm cooled-tip catheter (thermocool smarttouch) was used for mapping and ablation. Bwi reports this adverse event under thermocool ablation catheter, however catalog and lot number are unknown. Should more information be received, product for this adverse event will be modified as appropriate.